Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was a purge leak from the purge sidearm. Purge flow had been fluctuating on this device since insertion. Purge pressure was in the 500's consistently. Support was continued. Weaning was successful. The device was explanted and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak - pump has been completed. The returned product was severed at the catheter and the cannula was not returned. The rest of the pump was inspected and there were no physical abnormalities. There was no observed damage to the purge sidearm luer connection or filter. The severed pump was purged and the fluid ran through the sidearm without leaks and the fluid exited the purge tubing at the severed point. The reproduction test was carried out for 24 hours and no leak was observed. Purge flow values were stable at 30ml/hr due to severed pump/. There was no leak observed. The data logs from the case show a slight downwards trend in purge flow values before a bag change on 3/14 at 5:20am. Leak location unable to be identified from data logs. The root cause of the purge leak - pump was not determined as the leak was not reproduced and limited information related to failure was provided.